Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. Customer took a manual correction injection to treat bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.